Event description:
During knee procedure the bulb exploded and glass was inside the light source. It was contained in the light source and there was no danger to the pt. This caused a 1-hour delay with the pt under anesthesia. The surgeon had to borrow another unit from a nearby hosp.